Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h3, h6, h11. Visual examination of the provided photo identified the plunger of the device has fractured. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed through the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery, that the glenoid sizer handle fractured as the screw fell out of distal tip of instrument. The patient did not retain any foreign object from the fractured device. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.